Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the monitor shows a white screen with no image was due to corrosion on plug unit (endoscope connector) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the repair center technician found the monitor showed a white screen with no image due to corrosion on the plug unit (endoscope connector). There was no patient involvement.